Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted device unable to be returned due to being retained by the patient.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last week from the date manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted device unable to be returned due to being retained by the patient.